Manufacturer narrative:
Philips service suitepc reinstalled; system restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that psc software corrupted; reinstallation required on a azurion 3 m15. The clinical use of the system was outside clinical use. There was no reported patient or user harm.